Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited chipped a-rubber glue on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found chipped a-rubber glue on the distal end. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.